Event description:
(B)(4). It was reported that or3 equipment boom has damage around the motor and is leaking fluid out of the cracks near it. There was no patient involvement and no reported adverse consequences.

Manufacturer narrative:
There was no reported patient involvement, and thus no patient data exists. The device was evaluated by a field service technician on (B)(4) 2011. There is no expiration date for this product. The manufacturer date of the device is unknown at the time of this report. After further evaluation, there was confirmed substance leaking out of the cracks near the motor cover. However, the field service technician did not notice any damage. After cleaning the oil-like substance, the motor was observed for any further leaks, and none were observed. A fluid leak has the potential for a slipping hazard to a user in the operating room. In this case however, there was no reported patient involvement and no reported adverse consequences. This malfunction will be monitored for adverse trends. This is not a single use device.